Event description:
We opened a penumbra lighting 16fr catheter for a pe. The computer part attachment that sits on top of the canister would flash green for a second and then turned and stayed red. We tried turning things off and redoing all the connections. We also switched the pumps and it was still doing the same thing. I called and talked to the penumbra rep and told him what was happening. He ok'd me to go ahead and open a new catheter set up. The new one worked fine and we used the previous suction catheter and there were no issues, so it seemed to be the computer part like rep mentioned.